Event description:
It was reported that prior to starting a da vinci si surgical procedure, the fenestrated bipolar forceps instrument was not recognize by the davinci robot system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering was unable to confirm the reported failure mode. Additional observation not reported by the customer was frayed pitch cable. Engineering observed that the instrument was found with a frayed pitch cable at the distal clevis hub. There was no damage found at the clevis. The frayed segment was approximately 0.03 in length. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.